Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. The cause was unable to be determined without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that they were unable to query on one of their fusions. The other was able to query without issue. Troubleshooting involved trying two different cords. Ran an ifconfig command and was able to see the ip info. Recommended following up with pacs to confirm this info matched their system. No patient was present.